Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr: implantable pulse generator (B)(6) 2007; pnp460173h implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of dizziness. It was also reported that the right ventricular (rv) lead had high pacing impedance, oversensing with a high number of short v-v intervals and was fractured. The rv lead was capped and replaced. It was noted that upon first attempt the rv lead was not able to be placed due to patient anatomy and another lead was used. No further patient complications have been reported as a result of this event.